Event description:
The customer reported one occurrence of excessive fluid removal on a prisma machine: 4043 ml of extra fluid was removed from the pt in a three-hour period. Between 06:00 - 07:00, there was an excessive fluid removal of the 1300 ml; between 07:00 - 08:00, there was an excessive fluid removal of 1933 ml and between 08:00 - 09:00 there was an excessive fluid removal of 810 ml. The treatment was resumed on another prisma machine, of an unknown serial number.